Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported problem of leak. A review of all batch record documents was performed for lot number h13k13063 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Visual inspection identified a broken occluder feet and unrelated additional defects. Leak testing and clear passage tests were performed with no issues noted. The clamp function test was performed which noted a leak through the set (broken occluder feet). Upon conclusion of the evaluation, the evaluated sample did not meet product specifications during visual and functional testing. The cause of the broken occluder feet was undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a leak from the minicap transfer set. The minicap transfer set was leaking although the clamp was closed. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.